Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 380 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip and IV fluids. Customer also reported that the insulin pump had a motor error alarm and during troubleshooting, it was confirmed that there is no damage to the drive support cap, and they were able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.